Event description:
It was reported that bd gravity set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the kinks in tubing that do not resolve after releasing and repositioning resulting in restricted flow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material cs42522e-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided